Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b5, b6, b7, d7, h6 (patient and device codes). Investigation: the following allegations have been investigated: migration, tilt and anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right common femoral vein due to deep vein thrombosis (dvt) followed by a successful filter retrieval procedure on (B)(6) 2019 due to filter tilt. Patient is alleging device migration and tilt. Patient notes and further alleges experiencing "I lived with the anxiety of having a filter that could fail at any time, but that had to be retrieved through surgery because my filter had tilted and migrated within my vena cava". Per a review of computed tomography (CT) abdomen and pelvis without contrast: "positive for caval perforation. Superior extent of filter is at l1 vertebral body. Inferior extent l3 vertebral body. A total of two prongs have perforated the ivc, series 2, image 55. Maximum distance prong perforated is 1.73 mm, series 2, image 56. Coronal images show 2.95-degree tilt of filter superior/left to inferior/right, series 4, image 42. Sagittal images show 3.33-degree tilt superior/anterior to inferior/posterior, series 5, image 77. Diameter of ivc directly above filter measures 30.81 mm x 17.47 mm, series 2, image 40. Per a ivc filter removal (successful) report: "impression: 1. Cavagram demonstrating somewhat contracted gunther tulip filter within a patent ivc containing a small amount of filling defect between the legs. 2. Successful retrieval of ivc filter using a gooseneck snare and coaxial sheaths". "The patient tolerated the procedure well. There were no significant complications and no other complications during the procedure".

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. Summary of investigational findings: the following allegations have been investigated: perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2012 . It is alleged that the [pt] was injured by perforation. Hospital and medical records have been requested but not yet provided."